Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of one device. Device had completely broken clevis, jaw was hanging from shaft, connected to device by jaw actuation rod. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the reported condition may occur when the device is exposed to a side force (leverage) that consequently breaks one side of the jaws. Another possibility is when the device is activated with too much force to the jaws and is used in a twisting motion resulting in breakage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when grasping the tissue during a laparoscopic colectomy, the end of the device was bent. It was also reported that the jawbone of the device doubles and fell into patient¿s cavity but was retrieved. Another device was used to complete the case. There was no patient injury.